Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) a red screen appeared upon interrogation. The device was evaluated and the battery was fine, and the field representative exited out of the programmer. The device was placed on the table and one of the technicians thought it beeped. Therefore, the device was reinterrogated and another red screen appeared; continue was selected and everything worked fine; the case proceeded. The field representative exited out of the programmer and interrogated again without a red screen and the device was left implanted. The field representative contacted boston scientific technical services (ts) to discuss. The summary report was not printed, therefore, data was uploaded to ts to evaluate. It was determined the red screen and beeping tones were a result of a da alert that occurred at implant. It was discussed that this is a self-correcting memory inconsistency. No adverse patient effects were reported.